Event description:
Following a catheter replacement on (B)(6) 2014 (please refer to manufacturer¿s report #3004209178-2014-09852), the patient recovered without sequela. After several days they exhibited signs of increased tone. There was no other cause for the increased tone, so it was suspected that it may be related to a pump malfunction. The pump was replaced on (B)(6) 2014 due to a suspected pump malfunction. A new pump was placed, but the patient still had increased tone. A dye study was performed on (B)(6) 2014 which revealed an occluded catheter. The decision was made to forego a revision of the catheter and abandon the therapy. An intrathecal baclofen wean was initiated at that time. There were no plans to explant the pump that was implanted on (B)(6) 2014. The patient reportedly recovered without sequela. The pump contained gablofen.

Manufacturer narrative:
Analysis of the pump found no anomaly.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.